Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a tka surgery, after several unsuccessful attempts to insert the gii dished ins sz 3-4 9mm device, the surgeon thinks the device is defective. The procedure was performed, after a significant delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Additional information: b1, d7a, d9 & h3 (sample returned for analysis), h6 (component code, type of investigation, investigation findings, investigation conclusions), h8. Results of investigation: the associated device was returned and evaluated. The visual inspection revealed that scratches and gouges in the surface of the device. This inspection was conducted using a magnifying glass. A dimensional evaluation performed on the device revealed damage that appears to be from attempted use and has the potential to cause an event during attempted mating to the tibial base as described in the complaint. The damage/deformation of several features would not allow for accurate measurement. All measurable critical features that could be measured were within specification. The dimensional inspection of the returned device did not indicate the product was defective at the time of shipment from the manufacturing site. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. However, based on the information provided, the unsatisfactory experience could be confirmed. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.